Manufacturer narrative:
The device was returned to zoll (B)(4) for evaluation; the reported malfunction was duplicated and attributed to an open wire within the multi-function cable. The multi-function cable was replaced to resolve the malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "cable fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.